Event description:
It was reported to philips that the system was unable to acquire the live image. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed using the same system. The philips field service engineer (fse) visited the site and analyzed the system log files, which showed multiple occurrences of a tube current out-of-range error. Further investigation of the log files revealed that the generator required a 400 v ac input, whereas the system was receiving 380 v ac, which was at the lower end of the acceptable range. Additional review of the system logs revealed a ups input of 400 v ac, which would be a potential risk if the ups was bypassed. To resolve the issue, the fse performed tube adaptation and a test scan, after which the system was returned to good working order. At the time this complaint was received, philips did not have sufficient information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received that has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario in which the imaging functionality remains available, and the procedure can be completed on the same system is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.